Manufacturer narrative:
(B)(4).

Event description:
A catheter tip fibrosis was reported and confirmed. The patient experienced increasing pain despite the titration of drugs in the pump. The drugs infused via the pump were sufenta 300.0 mcg/ml, bupivicaine 25.0 mg/ml and clonidine 1,250.0 mcg/ml. Catheter was replaced. Patient recovered without sequelae.